Event description:
Event description boston scientific received information from the clinician caller that the atrial lead impedance measurements, intrinsic amplitudes, and threshold measurements are all rock solid, and the device tested fine. As this is an advisory device, the clinican inquired whether there were any new numbers known for the advisory status. The clinican reported that the patient lost consciousness and broke her arm. The indication for pacing was a sinus pause.